Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 595 mg/dl at time of event. Tandem technical support attempted to follow up with the customer for additional information regarding their elevated blood glucose; however, no response was received, and no additional information was provided.